Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that when stimulation was off the patient felt vibration sensations in different parts of their body. It was noted the patient felt the vibration in the legs, hips, and into their feet. It was further noted the morning of this report the patient felt vibration in the area from their waist to their chest. The reporter stated the stimulation target area was lower legs and feet. The reporter further stated they noticed the vibration when sitting and lying down. It was noted that this had been occurring since the patient¿s implant last friday. It was further noted the patient had two percutaneous leads. The reporter stated that when stimulation was on, it worked fine. It was noted that impedances were within normal range. It was further noted the patient had been turning stimulation off at night. The reporter stated that the vibration was felt most of the time when stimulation was off. The reporter further stated that the vibration sensation went away for an hour or so, but then came back later. It was noted the patient did not have any numbness or weakness. Additional information received reported that impedances were normal and the stimulation pattern was normal. It was noted that no abnormalities or malfunctions were detected. The reporter stated the patient had good coverage and they were receiving effective therapy.